Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c156e, serial/lot #: (B)(4), ubd: 27-nov-2021, UDI#: (B)(4); product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 17-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the emergent treatment of a 80mm ruptured abdominal aortic aneurysm (aaa). It was reported that the stents were implanted successfully but the patient expired on the table. As per the physician the cause of the death is the aaa rupture. No additional clinical sequalae were provided and the patient is expired.